Manufacturer narrative:
Other selected for no sample return because the product was discarded. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: when attempting to remove the stylet, the green cap became disconnected from it. The nurse punctured her skin on the exposed wire that remained in the tube.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. The product sample was not provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified without a sample evaluation however, the potential cause of the reported condition most likely occurred if there was a failure to activate the hydromer making it difficult to remove the stylet from the feeding tube. Please refer to the instructions for use (IFU) for the proper procedure for insertion of the feed tube and extraction of the stylet which reads: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating.¿ based on the analysis, the observed occurrence of harm (o) is (1, improbable) which is equal the range of the expected occurrence of harm (o) (4, improbable).